Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that the ip address was missing and entering the ip address resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system could not establish communication with navigation system. Site decided to use c-arm for navigation and imaging system for confirmation spin. Representative mentioned that imaging system was set to communicate with electronic picture archiving and communication systems (pacs) via wireless a day before surgery. The procedure was completed without the use of imaging. No information was provided on delay to procedure. No impact on patient outcome.